Event description:
During a patient use event, the customer is reporting the device volume was low even though it was set to high. The patient did not survive, however the customer stated the patient's outcome was not the result of the AED's volume.